Event description:
It was reported that the patient received multiple inappropriate shocks and the right ventricular (rv) lead exhibited insulation damage, along with oversensing and noise. The rv was explanted and will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned and analysis indicated the overlay tubing of the lead was extrinsically breached due to a tear and extrinsically distorted due to kinking/buckling. The analyst commented that the overlay tubing does not have insulating properties and there was explant damage throughout the entire length of the lead. The analyst noted that no cause for an electrical complaint could be located at this time. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).